Manufacturer narrative:
The operator was performing a maintenance routine and was not wearing personal protective equipment at the time of the event. The cause of the event is use error. There were no reports of errors or malfunctions on the dimension exl with lm instrument.

Event description:
The customer contacted siemens and reported that the operator sustained a wound on the index finger while cleaning the wash probe on the dimension exl with lm with serial number (B)(6). The operator was not wearing personal protective equipment at the time of the event. The operator was bleeding, taken to the emergency department, treated with first aid (cleansing and bandaging), and noted that stitching was performed on the finger. There are no known reports of patient intervention or adverse health consequences due to the event.